Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer experienced a blood glucose (bg) level of 270mg/dl and moderate levels of ketones. A correction bolus was delivered to address the bg level. The customer changed their infusion set site, tubing and cartridge to resolve the occlusion. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.